Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a there was particulate matter inside of a cassette set. There were droplets of condensation inside the cassette. The patient used the cassette and reported shoulder pain during a therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. Leak testing, clear passage test, clamp function test, and device-device interaction testing (sample ran on machine) were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.